Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient began hemodialysis. The break in aseptic technique was reported to be that the patient did not wear a mask when setting up therapy. The patient was hospitalized for the event and treated with ip vancomycin 1 gram (frequency not reported). At the time of this report, the patient was recovering from the peritonitis.